Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. On (B)(6) 2018, a follow up examination reportedly revealed a type ii endoleak originating from the inferior mesenteric artery (ima). On the same day, the patient underwent coil embolization of the ima. The patient tolerated the procedure.